Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment from threads down to the case seal on the side. There was evidence of moisture corrosion inside the battery canister terminal. The returned battery cap was able to fit securely. A leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The complaint of power issue was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.